Event description:
It was reported that during a lap gastric bypass, two devices misfired. They did not lay a good row of staples and were difficult to fire. The or time was extended an unspecified amount of time. No additional patient consequence was reported.